Event description:
A voluntary medwatch report stated that the low-voltage lead was capped due to a product performance issue. No patient consequences were reported.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Manufacturer narrative:
Correction: the correct d1-brand name should have been "abbott low voltage lead", rather than "permanent pacemaker electrode".